Event description:
On (B)(6) 2021, neotract became aware of a patient whose inflatable penile prosthesis (ipp) would not inflate following a prostatic urethral lift (pul) procedure. On (B)(6) 2021, the physician removed and replaced the ipp and noted that the urolift implant suture was deployed inside the ipp reservoir. The patient was reported to be doing well.